Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureterolithotomy procedure.according to the complainant, it was not possible to reach the desired balloon pressure. It is unknown whether or not the balloon was inflated at all. The physician completed the procedure with another uromax balloon with no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable."attempts to obtain additional information have been unsuccessful.